Event description:
Same case as MDR ID #: 2134265-2014-01017. It was reported that a catheter caught on the stent causing stent deformation. A 4mm omega stent was deployed in primary coronary artery. Two days later the patient returned for intravascular ultrasound (ivus). Post-dilation was needed and performed with a 5.0 non-compliant balloon. Post ivus was performed using an atlantis sr pro and no issues were noted. During removal of the ivus catheter, it appeared that the catheter caught on the distal end of the stent and distal longitudinal compression occurred. The patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Event date: (B)(6) 2014. If implanted, give date: (B)(6) 2014. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).